Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing low blood glucose levels for two days leading up to the call. Blood glucose level at the time of the incident was not provided. Blood glucose level at the time of the call was 114 mg/dl. The customer stated that she had been treating the low blood glucose levels with glucose tablets. During troubleshooting, the customer stated that she realized she had been entering higher carbohydrate amounts than she had actually consumed. Customer declined to complete troubleshooting. The insulin pump was not replaced or returned for analysis.